Event description:
It was reported that the patient had an inappropriate shock due to oversensing noise. The noise was likely electromechanical in nature. Also, the shock impedance was 124 ohms, which is high but withing normal limits. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.